Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint; however, could not replicate. The instrument was found to have repeated clamping failures based on the remotefe log review but was not replicated during the in-house testing. The hi-foam challenge test was performed using an in-house sureform 60 reload, and the stapler clamped and fired without any issues. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon was unable to use the sureform 60 stapler instrument to clamp the tissue all the way down, in order to fire the load. It was noted that the colon was thinned out as much as it could be, and the surgeon tried multiple times but the jaws would not clamp all the way down. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the sites robotic coordinator (roco) and obtained the following additional information: the roco informed the system was inspected prior to use and no issues were noted during the setup. The customer had no issue with port placement. An attempt to reseat the stapler twice was completed, and the surgeon informed the stapler instrument would not clamp down all the way for him to fire the load. It was noted the surgeon converted to laparoscopy as he felt it would be safer rather than continue to manipulate the colon so the stapler would work. The procedure was completed laparoscopically with no reported injury or harm.